Event description:
The customer reported that the ortho provue analyzer resulted a sample containing anti-k as negative. Visual inspection of the processed gel card showed the reaction was negative, however, the manual gel test confirmed the reaction was weakly positive (1+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definite root cause was determined. An ocd field engineer arrived on site and determined the pressure was out of specifications. The fe replaced the pressure regulator and made adjustments. The fe also replaced the probe, which was bent, as well as the syringe, wash station and tubing sleeve at the clot detector. The fe also reviewed the provue log images and indicated that the images correlated with the negative results. This customer has not logged any complaints against this analyzer since this incident.